Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported patient effect of death is listed in the graftmaster rx coronary stent graft system, instructions for use, as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation determined the reported failure to seal and subsequent treatments appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the stent delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient was admitted in cardiogenic shock and a non-abbott ventricular assist device was placed. A coronary procedure was performed to treat a lesion in the left main. During the procedure, a perforation occurred during use of an unspecified device. Difficulty was noted visualizing where the perforation was located and the 4.0 x 19 mm graftmaster stent was implanted so that it did not occlude the circumflex artery. No difficulty was noted deploying the stent; however, the perforation was not sealed and the leak continued. A second graftmaster stent, a 3.5 x 19 mm, was inserted; however, the patient went into cardiac arrest before it could be advanced. Cardiopulmonary resuscitation was performed, but the patient could not be revived. The patient died on (B)(6) 2019. No additional information was provided.